Event description:
During troubleshooting for a check lines and bags alarm on the homechoice machine, it was reported that the home patient had disconnected the empty heater bag and reconnected a ¿bag with solution¿ to the heater line. The event occurred during dwell one of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was prescribed multiple product codes for a homechoice automated pd set with cassette. The product code and lot number of the product used by the patient is unknown; however, the product codes share a common brand name, manufacturer, and 510k number which have been provided. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who disconnected and then reconnected a solution bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.